Event description:
It was reported that the customer received a power source alert. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using a different usb cable. Customer¿s blood glucose value was 161 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.